Event description:
Reddish rash/ purple colored patchy raised rash from trunk down to both knees [rash]. No benefit from synvisc [device ineffective]. Case description: initial info was received on 02-jun-2008 from (B) (6) female pt, (B) (6), with a medical history of knee pain. The pt received a series of synvisc injections in the right knee on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. Approx (1) week after receiving the third synvisc injection of the series, the pt experienced a reddish/purple colored raised patch on her waist that looked like "measles". On an unk, the pt's ob/gyn administered the pt an unspecified injection. Although, the shot did help the rash, it continued to spread around her waist and down to her knees. At the time of this report, the rash had not abated, and has spread all over her trunk to her bra line. The pt has been prescribed a 7 day course of cortisone which has helped. She also indicated that she did not experience any benefit from synvisc and will need to have a knee replacement. At the time of this report, the outcome of the pt was not yet recovered. No further info provided.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.